Event description:
The customer reported a malfunction on the pump. Customer¿s blood glucose (bg) level was 551 mg/dl. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction recurs, which was understood and acknowledged.